Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. Visual inspection revealed dried blood in the helix housing and that the helix was stretched. Resistance tests were performed to assess lead electrical performance. The lead measurements were not within normal limits. Further analysis revealed that the lead's inner coil was fractured at the coil-to-pin welding. Although the helix mechanism test was unable to be performed due to a fracture of the inner coil, evidence of dried blood/body fluid in the helix/helix housing and in the neck region would likely have prevented the helix mechanism from functioning. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
Boston scientific received information that this right atrial (ra) lead had high pacing threshold measurements two days post-implant. A revision procedure was performed to reposition the lead however unsuccessful as the helix would not retract. The lead was explanted and no longer in service. No adverse patient effects were reported.